Event description:
Event description guidant received information that at implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed a slightly lower monitoring voltage after capacitor reform than labeling indicated it should be.